Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed displacement test. No unexpected low battery alarm anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing high blood glucose level 400 mg/dl which was treated by manual injection. Customer was using insulin pump within 48 hours of reported event. Insulin pump's battery was lasting only a week. Customer declined troubleshooting for high blood glucose level. Device will be returned for analysis.